Event description:
Patient placed on drager ventilator upon arrival to ed. Drager ventilator was equipped with air compressor and external battery for transport. Ventilator was noted to be plugged into wall power at the start of shift and again prior to retrieval for this patient's use. Drager ventilator plugged into power and functioning properly while on patient. Upon preparing patient for transport to CT scan, ambu bag and mask was placed on patient's bed with patient. Ventilator also prepared for transport and functioning properly; o2 connections to e tanks secure and o2 tanks full. While in CT, ventilator was plugged into CT power source. A short time after, ventilator displayed "air supply low" message and alarm was noted. Patient assessed and noted to be ventilating with spo2 reading 98%. This rt searched for ohio air adapter compatible with CT piped in air source and while patient was moving back to bed from CT scanner, ventilator screen went blank and ventilator noted to be off and no longer providing mechanical breaths to patient. This rt searched for ambu bag, placed in patient's bed prior to transport, but ambu bag was not available when needed and no ambu bag in CT room. Code button was pushed and ambu bag obtained. Patient manually ventilated by this rt within 30-60 seconds of ventilator failure. Biomed brought ventilator to shop and when powered on, battery indicator shows low charge on battery. Reviewed event log and found device had been used then was turned on for just a few minutes about a month later, then not used until the time of the event. The event log does not show entries of when ac power is connected, so we cannot determine if the device was connected to ac power when it was not in use. At the time of the event, ac power was disconnected at 18:48:44, activating the external battery pack. At 18:51:27 the internal battery activated, indicating the external battery pack was discharged. At 18:56:18 the device alerted "low battery." At 18:57:38 it alerted "low battery" a second time. At 18:59:30 the internal battery was discharged. Ran the device battery test and test indicated both batteries should be replaced. Batteries were just reaching the recommended replacement interval. Batteries will be replaced before device is returned to service.